Manufacturer narrative:
D9. Date returned to mfg: 04-sep-2024. Investigation summary: device sent in for the thermostats reading very low for the room temperature. Unable to duplicate the customer reported problem during temp check. Repair was not needed due to no problem found. Device passed all the functional tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the thermostats were reading very low for the room temperature. There was no physical damage and no device was dropped. The event happened during self-test. There was no patient involvement and no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.